Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that he experienced sensor reading discrepancies. Customer stated that the sensor has been reading low during the night and he has been receiving several low alerts and threshold suspend alarms when he is not low. Current blood glucose was 209 mg/dl and sensor glucose was 70 mg/dl. The customer was advised to perform reconnect old sensor and calibrate. The customer called back and stated that after reconnecting, he received calibration errors and change sensor alerts. Blood glucose was 262 mg/dl. Customer was advised to remove and change the sensor.